Manufacturer narrative:
Correction- the explant date should have been (B)(6) 2019 rather than (B)(6) 2019. During processing of this complaint, attempts were made to obtain weight but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the ipg was explanted due to ineffective stimulation.

Event description:
It was reported that the patient underwent surgical intervention wherein the ipg was explanted. Further information is unknown at this time.